Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced congestive heart failure. The pt underwent pci to the proximal left anterior descending (prox lad) which was treated with a 2.5x24 mm taxus liberte stent, reducing the stenosis to less than or equal to 30%. The mid left anterior descending (mid lad) was treated with overlapping 2.5x20 mm and 2.5x12 mm taxus liberte stents, reducing the stenosis to less than or equal to 30%. The pt was discharged 3 days later on, amongst others, aspirin and clopidogrel. At 1473 days after the index procedure, during the pt's 4-year follow-up, the pt was diagnosed with congestive heart failure. No additional details are available at this time.